Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.6mm vticm5_12.6 implantable collamer lens, -09.00/+1.0/166 (sphere/cylinder/axis) in the patients left eye (os) and the lens tore/broke while discharging. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved.